Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a button error alarm. The customer's blood glucose was 243 mg/dl and had taken a manual injection. The customer states received a battery out of limit and battery change too slow. Customer reports they were unable to clear the alarm. The customer also states that the buttons were not responding. Troubleshooting was performed for button error and noticed the insulin pump was exposed to moisture as well as time does advance. Advised the pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.